Event description:
The rptr states, that she obtained a blood glucose result of 220mg/dl on the accu-chek advantage meter in comparison to a blood glucose result of 99mg/dl on the professional meter. The blood glucose results were obtained within 10 mins. No reported actions taken based on the blood glucose results. No adverse event reported. New sys sent to customer and return requested.